Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead was dislodged multiple times. The lead was not used and replaced during the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. After cleaning blood from the helix and applying torque to the connector pin, the helix could be extended and retracted. Electrical tests and x-ray examinations did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.